Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 4, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3331, 3236, 4308). Method code: 3331 - analysis of production records. Results code: 3236 - transport problem identified. Conclusions code: 4308 - cause traced to transport/storage. The investigation verified that the order was inappropriately picked and shipped. A scar was sent to the appropriate distribution center for further investigation. The missing case was found at the distribution center. The root cause was a human error at the distribution center during the picking and shipping process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
It was reported to terumo cardiovascular that, during other - non clinical activity, there were 4 missing oxygenators that did not arrive in the warehouse. No patient involvement.